Event description:
A field service engineer (fse) reported to olympus technical assistance center (tac), the serial digital interface (sdi) output of the visera elite ii video system center was not working. During troubleshooting, it was noted that the digital visual interface (dvi) port was working, and the unit kept on switching between dvi and sdi but does not display image in sdi mode. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 1 year has passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to a defective serial digital interface (sdi) output circuit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.